Event description:
Reportedly, the machine was taking off too much fluid. The service technician reported finding 34 balance alarms in the history log after the machine passed the self-test. The service technician recalibrated the pressures/scales while on site. The machine was passing the self-test and no fault was found with the machine.

Manufacturer narrative:
Upon arrival, the service technician stated that the machine passed the self-test and no fault was found. All the pressures and scales were recalibrated while on site. The alarm history was downloaded and 34 balance alarms appeared in the history log. A device history record (DHR) was requested from the manufacturer (nikkiso) but was not performed/available at the time of this report. However, DHR review will be performed prior to closure of this complaint. Although no fault was found with the machine, if the balance alarm is reset several times without investigating the root cause of the alarm, excess fluid can be removed or added to the patient. There was no injury, death or intervention reported with regard to this complaint and a pra exists (B) (4) which addresses this issue.